Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture when plunger was removed¿ was confirmed. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, when the plunger was removed, no suture was seen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.